Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2010. Product type: lead. Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(4), ubd: 07-apr-2014, UDI#: (B)(4) ; product ID: 3778-75, serial/lot #: (B)(4), ubd: 20-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2021 the patient started¿experiencing pressure in the back of their neck/head.¿ an x-ray was taken, which indicated that one lead had 3¿contacts that had broke off of the lead¿and on the other lead 1 contact was no longer connected to the lead.¿ the cause of this was unknown / not determined.¿ the patient was going to get a CT scan and see their surgeon to evaluate and replace the leads; surgical intervention is planned.¿ ¿no issues or symptoms alleged to be associated with the ins.